Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac vein using a lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and penumbra engine canister (canister). During the procedure, the physician noticed that there was no blood going into the canister. There was vacuum pressure, but the blood would go back and forth and was not making into the canister. The indicator light on the lightning was yellow, and the lightning was noticed to be clogged. The lightning tubing was flushed with a 10f dilator, but the issue was not resolved. Subsequently, the indicator light on the lightning turned solid red. The lightning system was plugged and unplugged, ran with air then saline. The issue with the lightning could not be resolved. Therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning was unable to confirm the reported clog. The lightning was unable to power on. The housing was opened, and blood was observed on the circuit board and inside the housing. This typically occurs due to over pressurizing the device when attempting to flush the tubing. If too strong of a positive pressure is applied, the tubing may leak within the unit. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.